Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a premature ventricular contraction (pvc) idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced pericardial effusion with drop in blood pressure treated with pericardiocentesis and drain. Initially it was reported that the carto 3 system displayed a magnetic sensor error 6150 when the catheter was plugged into the patient interface unit (piu). The caller replaced the eco cable and the issue was resolved. The procedure was continued. The catheter was brand new and not reprocessed. It was also reported that during this pvc idvt case, a pericardial effusion was noticed. The patient had a drop in blood pressure, and pericardial effusion was confirmed by intracardiac echo( ice). The medical intervention provided was a pericardiocentesis and a drain. The ablation catheter was in the body at the time of the injury, but no ablation had been completed. The procedure continued after the patient stabilized and ablation was later performed successfully. The patient was reported to be in stable condition. The physician believed the injury occurred when they were trying to cannulate the coronary sinus (cs). In addition to the ablation catheter, the vizigo sheath) and the soundstar catheter were also in the body at the time the injury was discovered. The catheters and sheath were brand new and not reprocessed. The customer's reported sensor error 6150 with the carto 3 system is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.